Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and right ventricular (rv) lead was hospitalized due to confirmed asystole due to intermittent loss of capture (loc) because of high thresholds. The patient is pacemaker dependent. Surgical intervention was performed. The device was explanted and the lead was capped.